Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "short detected" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: zoll medical corporation evaluated the device and the device performed to specification. The customer's report of "display freezes" was not replicated or confimed. The device was put through extensive testing including bench handling and power cycling without duplicating the report. The device log does not capture these types of malfunctions. The customer's report of "short detected" was not replicated. A review of the device data logs indicates the short-detected was assocaiated with the 30 joule self test and is normal operation of the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's display was frozen and displayed a "short detected" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.